Manufacturer narrative:
Batch review performed on 12.march.2021: lot 189545: (B)(4) items manufactured and released on 1-mar-2019. Expiration date: 2024-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 month after the previous revision surgery (performed due to infection, the liner was revised), the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.